Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Despite attempts to use a different cartridge, the issue persisted, prompting the need for a replacement pump and supplies. Customer service instructed caller to switch to multiple daily injections as a backup therapy and arranged for a new pump to be sent. The caller was guided on necessary steps, including putting the old pump in storage mode before returning it and understood the replacement process.